Event description:
It was reported that the patient had been ill for a few days with nausea and vomiting, and had not been taking a beta blocker. The patient then received an inappropriate shock for af (atrial fibrillation) with rvr (rapid ventricular response). The patient was admitted to the hospital, where intravenous amiodarone was initiated. The event resolved without sequelae and the device remains in use. The device was noted to be part of the product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 429688 lead, implanted: (B)(6) 2012. A 407652 lead, implanted: (B)(6) 2009. (B)(4).